Event description:
The following has been reported: biomed reported: I have another pump that is alarming air in cassette after cleaning and power cycling. Pump (B)(6). No patient harm or stopped infusion. Asked biomed to run test infusion at .5ml/hr. Biomed tried test infusion and still showing air in line. He tried to download new logs but new logs didn't show up. Added new logs. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. The pump went through final acceptance test and passed. After final acceptance test, a mock infusion was conducted and failed due to air in lines with no air in line. Mock infusion was conducted on several cassettes and had the same results on each one. Set ID and bubble detector assembly will be replaced during repair.